Manufacturer narrative:
The device was not returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
It was reported that post a coronary drug-eluting stenting treatment procedure, stent thrombosis occurred. The pt presented with non-q wave myocardial infarction. Under angiography, it was determined that the left circumflex (lcx) was the only approachable vessel to treat. A 2.75x16mm taxus stent was deployed at 14atms in the 90% stenosed target lesion in the proximal cx. The final stenosis in the vessel was reduced to 0%. The pt tolerated the procedure well and there were no complications. Post procedure, the pt was administered aspirin, plavix and a statin. In 2009, the pt presented with chest pain. "A few weeks" prior, the pt had been taken off of plavix because they had been on it for three years. Angiography confirmed that the taxus express2 stent thrombosed and there was a total occlusion of the proximal lcx. A 3.0x15mm apex balloon was advanced and multiple inflations were performed. The proximal section of the stent was hazy so a 3.0x15mm non-bsc bare metal stent was deployed resulting in 0% residual stenosis. Post procedure, the pt was administered aspirin and plavix. No additional pt complications were reported. The pt's current condition is listed as "fine".